Manufacturer narrative:
Other serious (important medical event) - retained foreign object. The broken tip of the driver was left in the set screw implanted in the patient. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted.

Event description:
It was reported that the patient underwent a procedure on (B)(6) 2018, utilizing six (6) reform ha coated pedicle screws. Subsequently, on (B)(6) 2018, a procedure was performed to adjust the rods and tighten the screws and set screws. During this procedure the tip of the lock-screw torque driver (39-rd-0060) broke off in a set screw. The doctor was unable to remove the broken tip and chose to leave it in the set screw implanted in the patient.

Manufacturer narrative:
H3 evaluation - the driver was visually examined with the aid of a 5x loop. The part is fractured in the area of the hexalobe drive feature. The fracture is non-planar with a significant remnant of two drive feature lobes still part of the returned component. The fracture appears to be brittle in nature based upon the non-planar brake. The cause is likely due to a combination of both torsional and bending moments, but crack initiation from prior high torque application can not be ruled out. No corrective actions are being recommended at this time since no trend was identified and no indications of manufacturing issues could be ascertained.review of device history records found (B)(4) pieces of lot 33590mm were released for distribution on 6/30/2015 with no deviation or anomalies. Three-year complaint history review (back to the date of manufacture of the reported lot) found four (4) complaints of this nature for the reported lot.